Event description:
It was reported that balloon rupture occurred. The target lesion was above 70% compression on the inferior vena cava and common iliac vein, and was mildly tortuous and severely calcified. Bilateral 18x90 wallstents were placed. A 16-4/5.8/75 xxl balloon dilator was advanced for dilation. However, during the second inflation at 5 atmospheres for a second, the balloon ruptured. The device was removed without leaving any fragments and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was above 70% compression on the inferior vena cava and common iliac vein, and was mildly tortuous and severely calcified. Bilateral 18x90 wallstents were placed. A 16-4/5.8/75 xxl balloon dilator was advanced for dilation. However, during the second inflation at 5 atmospheres for a second, the balloon ruptured. The device was removed without leaving any fragments and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device was received by manufacturer: the xxl balloon dilator underwent a visual examination. The balloon was identified to have not been folded which indicates that it was subjected to positive pressure. A balloon longitudinal tear was identified. There were no damages or issues noted with the shaft, tip or markerbands noted. The rated burst pressure for this device is 5 atmospheres as per xxl specification. No other issues were identified during analysis.